Manufacturer narrative:
The device was returned to the factory for evaluation. Signs of clinical use and slight evidence of blood were observed. Signs of heat exposure on the cold jaw silicone insulation consistent with the operation of the device without tissue between the jaws was observed. One of the heater wires was flexed away from the hot jaw slightly. The device was evaluated for function. The device passed the pre-cautery test. We did not observe any device failure during our testing. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded int he lot history. There are no other similar complaints reported against this batch. (B)(4).

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the jaws on the vaso view hemopro stopped cutting. A replacement device was used to complete the procedure. The hospital did not report any pt effects.